Event description:
As reported, the plug of a 6f exoseal vascular closure device (vcd) had not released when the device was removed. Ultimately, manual compression was used. There was no reported injury to the patient. The operator is experienced with 6f exoseal vascular closure device (vcd). The patient was undergoing a lower limb arterial stenosis procedure. Retrograde puncture with a cordis avanti+ short sheath in the right femoral artery. The exoseal vcd was stored according to the instructions for use (IFU). The exoseal vcd was prepped according to the IFU. The procedure used an antegrade approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was no visible calcium or plaque at the puncture site. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at or near the puncture site. No resistance or friction was experienced as the exoseal vcd was advanced through the sheath. The vcd was applied at about a 40° angle. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The exoseal vcd was securely locked with the vascular sheath introducer. The indicator window did not show any red color during retraction. The pulsatile blood flow had stopped and the device was withdrawn ~1 cm; the indicator window turned black-black. The operator then pressed the plug deployment button. The button was fully depressed. No excess force was needed to fully depress the button; it was depressed normally. The exoseal vcd and vascular sheath introducer were removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button.

Manufacturer narrative:
As reported, the plug of a 6f exoseal vascular closure device (vcd) had not released when the device was removed. Ultimately, manual compression was used. There was no reported injury to the patient. The operator is experienced with 6f exoseal vascular closure device (vcd). The patient was undergoing a lower limb arterial stenosis procedure. Retrograde puncture with a cordis avanti+ short sheath in the right femoral artery. The exoseal vcd was stored according to the instructions for use (IFU). The exoseal vcd was prepped according to the IFU. The procedure used an antegrade approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was no visible calcium or plaque at the puncture site. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at or near the puncture site. No resistance or friction was experienced as the exoseal vcd was advanced through the sheath. The vcd was applied at about a 40° angle. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The exoseal vcd was securely locked with the vascular sheath introducer. The indicator window did not show any red color during retraction. The pulsatile blood flow had stopped and the device was withdrawn ~1 cm; the indicator window turned black-black. The operator then pressed the plug deployment button. The button was fully depressed. No excess force was needed to fully depress the button; it was depressed normally. The exoseal vcd and vascular sheath introducer were removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button. A non-sterile unit of product ¿vascular closure device 6f¿ was received inside a clear plastic bag. Per visual analysis, the device was unpacked to proceed with the product evaluation finding the following conditions: the deployment button is fully depressed; indicator window was received black/white/red color; plug is fully deployed, and it was not included in the shipment; cowling guard was received locked; bleed back port is at the deployed position; indicator wire is retracted; the device is blood saturated. Furthermore, a cordis procedure sheath was locked on the device and blood was noted in the procedure sheath. No damage was observed on it. No other anomalies were observed during the analysis. The functional analysis was not performed since the device was received fully deployed. The device case was opened, and the internal mechanism was inspected with a vision system to magnify the image. The internal mechanism is assembled correctly, and no anomalies were observed. The reported event of ¿vascular closure device (vcd)-deployment difficulty-unable¿ was not observed through analysis of the returned device as it was received fully deployed and with no plug. The internal mechanism was inspected and no anomalies were observed. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to this issue experienced by the customer, especially since the received condition of the device did not match the description provided by the customer as it was received fully deployed. It was also reported that an antegrade approach was used. The precautions section in the IFU indicates that serious adverse events might result with the use of the exoseal vcd in vessels not suitable for the use of the device. The safety and effectiveness of this device in an antegrade approach has not been established. An antegrade approach may not allow for proper visualization of the actual arteriotomy site, as the imaging dye will flow away from the actual arteriotomy site with this approach. . The IFU states ¿with antegrade puncture (restricted to peripheral vascular catheterization procedures), the ability to accurately assess vessel size or extraluminal device position may be limited¿. The IFU provides the following caution: (xi.7) if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the patient was undergoing a lower limb arterial stenosis procedure. The operator is experienced with 6f exoseal vascular closure device (vcd). Using a right femoral artery retrograde puncture with a cordis avanti+ short sheath, they applied a 6f exoseal at about a 40° angle. After the pulsatile blood flow stopped, the device was withdrawn ~1 cm; the indicator window turned black-black. The operator pressed the plug deployment button, but upon removing the device, they found the plug had not released. Ultimately, manual compression was used. There was no reported injury to the patient. The exoseal vcd was stored according to the instructions for use (IFU). The exoseal vcd was prepped according to the IFU. The procedure used an antegrade approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was no visible calcium or plaque at the puncture site. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at or near the puncture site. No resistance or friction was experienced as the exoseal vcd was advanced through the sheath. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The exoseal vcd was securely locked with the vascular sheath introducer. The indicator window did not show any red color during retraction. The button was fully depressed. No excess force was needed to fully depress the button; it was depressed normally. The exoseal vcd and vascular sheath introducer were removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button. The device will be returned for evaluation.